Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a motor rate error, and the device had intermittent wi-fi connection issues. The clutch and motor were worn out. The most likely/suspected cause of the customer reported problem was the worn-out clutch and a possible interconnect board or radiofrequency module issue. After investigation the results indicated a reportable malfunction due to the motor rate error found in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutch, motor, and radio printed circuit board assembly (pcba), updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device's motor rate was not connecting to wi-fi. The customer returned the product for the device's motor rate not connecting to wi-fi, and during inspection it was found that the issue was a motor rate error and intermittent wi-fi connection issues. There was unknown patient involvement, and unknown signs or symptoms experienced.